Manufacturer narrative:
The hill-rom tech found the nurse call cable connector at the wall was not seated properly into the cable housing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009, 2012, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech reseated the connector into housing to assure proper connection to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call was not functioning. The bed was located at the account in room (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).